Event description:
It was reported that bd ultra-fine¿ pen needle was not permeable. The following information was provided by the initial reporter: ¿pharmacist informs us that a patient had problems with the 8mm needle in april. The needle was not permeable.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd ultra-fine¿ pen needle was not permeable. The following information was provided by the initial reporter: ¿pharmacist informs us that a patient had problems with the 8mm needle in april. The needle was not permeable.¿